Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. This supplemental report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that this pacemaker device was implanted three years ago but the device showed two and a half years remaining longevity. Analysis showed that the device was exhibiting high rate atrial sensing which can cause an increase in power consumption. The device has the signal artifact monitoring (sam) patch installed and enabled which can also consume additional power in the presence of high rate atrial sensing. Device reprogramming was advised. As of this time, the device remains in service. No adverse patient effects reported. Additional information from engineering analysis indicated that the pacemaker was depleting normally. The power consumption was within expectations. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker device was implanted three years ago but the device showed two and a half years remaining longevity. Analysis showed that the device was exhibiting high rate atrial sensing which can cause an increase in power consumption. The device has the signal artifact monitoring (sam) patch installed and enabled which can also consume additional power in the presence of high rate atrial sensing. Device reprogramming was advised. As of this time, the device remains in service. No adverse patient effects reported.